Manufacturer narrative:
(B)(4). The rt040 vented hospital full face mask features a mask base, seal, and headgear. The mask is an oronasal patient interface for use as an accessory to therapy devices providing non-invasive bi-level or continuous positive airway pressure support therapy. This mask is for spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for non-invasive positive pressure support therapy in a hospital or clinical setting. Method: the complaint (B)(4) vented hospital full face mask was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the headgear velcro was separated from the headgear. Conclusion: we were unable to determine the cause of the reported damage found to the rt040 headgear. The supplier of the headgear has been notified of this issue and is conducting their own investigation. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt040 vented hospital full face mask. It also states the following: verify that the therapy device, including alarms and safety systems, have been validated prior to use. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may results in loss of therapy, serious injury or death.

Event description:
A distributor reported on behalf of a healthcare facility in china, via a fisher & paykel healthcare (f&p) field representative that the headgear strap of a rt040m vented hospital full face mask was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that the headgear strap of a rt040m vented hospital full face mask was broken. There was no patient involvement.